Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v884821, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient back in 2008 had a knee replacement and it is on the same side of the body where the device is implanted. It was noted that on this leg, the knee gets ¿hot¿ and this worsens with exercise to were searing pain goes to the shin and thigh. In the last month, the patient had felt pain or searing going across her back and noted it felt like a burning. This would occur whether the device was on or off. The patient was worried there might be an interaction between the implant and the knee replacement. There was no known accident or incident related to this event, which pain started a couple of weeks after implant. It was indicated that before this started, the patient did have a long plane trip where she sat at an uncomfortable and awkward angle, and the patient could see ways the device could have changed. The patient met with the manufacturer¿s representative, who told the patient that the pain could be due to the device, that the device may have been disconnected and was ¿acting freely.¿ it was noted that the representative checked the device and told the patient that it had not been functioning properly for some time, that the device did not respond instantly to being turned on/off, and still radiated pulses, especially if the lead was not connected properly. The patient then saw her physician, who used his programmer indicating that should take care of it, but after seeing the physician, it was doing the same thing, the patient did not have any of the programs they used to have, only one program. An x-ray had not been done. The patient had turned the device off a number of times, but her incontinence symptoms returned and it did not resolve the burning pain. It was noted that therapy had helped with symptoms, but not always consistently, and may be related to fluid intake. The patient had lost about 30 pounds in the area of the device and thought this could have something to do with the device moving around. The night before the patient saw her physician, the device was standing up sideways in her bottom. It was noted that the physician wanted the patient to talk with the manufacturer. The patient was redirected to contact her physician and was considering a second opinion. Additional information has been requested, and when received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013. It was further noted that the patient had an x-ray and the leads had not migrated. It was noted that the patient still had burning pain. It was further noted that the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the MRI that the patient needed was possibly related to their device therapy. It was stated the patient was having trouble with their spine and had spinal surgery and was trying to find out why they couldn't walk as well. It was noted the patient had ¿been having trouble with it¿ and x-rays were done to see if the leads had migrated but it was stated they hadn't. It was stated the patient had been perfectly happy with it but their doctor was suggesting to have it removed so they could get MRI data. It was noted the patient had trouble with their spine for years but the patient had this particular trouble and it had gotten worse. It was stated the patient had gotten better when they had back surgery and they were fine and could walk and do normal sort of things. Reportedly, the patient couldn't figure out what to do about it, since ¿it was concurrent with when she had implant done¿ and the patient started noticing their leg tingling and ¿other sorts of things.¿ the patient's doctor thought it could be connected, but he didn't really think that it would have that kind of effect and ¿hasn't seen this kind of thing before.¿ it was noted the "leg tingling and other sorts of things" began within 6 weeks after implant and the patient had hot uncomfortable burning in their shins on that leg and around the knee, on the leg of the side where the implant was. It was stated it just didn't go away and the patient thought once the other knee was repaired that it would disappear but it hadn't disappeared. The patient stated one of the doctor's they saw suggested that they thought it behaved as though a nerve being pinched by something and could have happened at implant surgery and could have happened without the surgical thing being the cause. The patient stated "I don't know, I just live in this body and it's a pretty crazy one, I'm just trying to put the pieces together." It was noted the patient's doctor for the device was going to take it out when they thought they had to remove it, but the doctor did validate during the x-ray that the device was functioning as it should and they decided they wouldn't take it out. The patient stated generally it had been a good device for her, they just didn't know if the things around it were side effects or totally unrelated.